Event description:
Approx 1 centimeter of the ceramic/plastic tip of the olympus endoscope resectoscope sheath, french broke off into the surgical site. The physician was able to grasp and removed it without injury to the pt. The MFR's device rep was on-site at the time of the event and was made aware of the incident.